Event description:
There was an allegation of a display issue with a coaguchek xs meter. The customer alleged using 6 test strips only receiving error messages. The customer alleged that 3 of the messages appeared as an error with "cl" in the results field instead of a number. The other 3 error messages were error 5. Error 5 is related to an issue applying blood to the test strip.

Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter was requested for investigation.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.